Manufacturer narrative:
Taper ii. Based on the serial number provided, it is assumed this device's access port configuration is a taper ii. The product associated with this event has not been explanted. Follow-up with the physician's office confirmed that to date no surgery or intervention has been performed or scheduled.

Manufacturer narrative:
Unknown taper. The report is for a port leak on a device that has not been explanted, and is thus not available for evaluation. Further information regarding serial number of the device has been requested of the reporter, and may help determine taper type. No further information has been received to date. This event has not yet been confirmed by the physician. Investigation into the event is ongoing. Device labeling addresses the possible outcome of leak as follows: "unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing."

Event description:
Patient reported they are on their third port revision. The previous two occurred within the first year after implantation. Third to be scheduled. Patient contacted physician after experiencing weight gain, 90 lbs to date. It was determined by the physician the port is leaking. Follow up with this patient found they have not yet undergone a third revision of the port. This report is for the current port leak. The previous two port revisions were determined to not have been previously reported. They are reported in MDR 3006722112-2015-00305 and MDR 3006722112-2015-00306.